Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp.(omsc) disassembled the ccd unit and camera cable to check the status of the ccd and cable mount to video connector, and found the white dullness of the metal contact pins on the ccd unit. The device was manufactured on april 30, 2013, and the ccd unit was not replaced according to the repair history. Therefore, the ccd unit of the device has exceeded its product life of 6 years. Omsc concluded that the reported event may have been caused by an electrical poor conduction due to oxidation or deterioration of the outer surface of the metal due to aging, because the metal contact pin was dull. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was returned to omsc for evaluation. The evaluation of the device by omsc confirmed the following; omsc could reproduce the reported phenomenon. The reported event appeared to be caused by defect of the ccd unit. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
When the user connected this device to the olympus video system center otv-s190 and turned it on during preparation for use, the entire screen became black and the endoscopic image was not displayed. The problem was resolved after the video system center was rebooted, but the customer switched this device to a different device to complete the procedure. There was no report of patient injury associated with this event.